Event description:
It was reported that about seven weeks after implant, there was no diagnostic data because the device was still in implant detect. The device was being used in an unapproved application with the atrial port plugged. The device was reprogrammed and is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.